Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a high ventricular rate. Upon interrogation, the implantable cardioverter defibrillator exhibited a rate-response issue and functional undersensing, leading to inappropriate pacing in the ventricle following a high atrial rate. Programming changes were made. The patient was in stable condition.